Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the catheter was revised today. The issue found at pump connector area and they replaced pump segment and therapy was restored. Good cerebrospinal fluid (csf) flow found after repair at every point in procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via manufacturing representative (rep). It was reported that the physician reported the incision looked like potential infection so the physician opened pump pocket, cultured site, washed out and placed tyrex pouch. This occurred today (B)(6) 2026.

Manufacturer narrative:
The device has been returned and analysis is in progress. A supplemental report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative reporting that the catheter looked damaged on area of sleeve down from pump connection. That piece was replaced and cerebrospinal fluid flow was restored.

Event description:
Information was received from the patient via the company representative (rep) regarding the patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump. It was reported that the patient had reduced efficacy. Unknown if any environmental/extern al/patient factors may have led or contributed to the issue. They attempted catheter access port study, but was unable to aspirate the catheter. A catheter revision was planned. But not yet scheduled. The issue had yet to resolve at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780; lot/serial# (B)(6); implanted: (B)(6) 2018; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780; serial/lot #: (B)(6); ubd: 12-dec-2019; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the catheter identified a kink in the catheter body. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.